Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer reported that when the reservoir was removed, there was a strong smell of insulin. The customer blood glucose reading at the time of the report was 225 mg/dl and had been 459 mg/dl that morning. The customer treated with boluses from the insulin pump. The customer was not hospitalized. The customer reported that the drive support cap appeared normal and recessed, the bolus wizard settings were correct and the bolus history displays all of the entries in the customer's recollection. The customer declined to perform the high pressure test. The customer also reported that the sensor reading was 129 mg/dl when the blood glucose was 225 mg/dl. The customer was unsure if the leak was past the first or second o-ring and reported that she sees air bubbles only after connecting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #3004209178-2015-56719.